Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to the blank display. The pump had a corroded motor home switch, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 500 mg/dl, which was treated with manual injections. Customer stated that there was visible moisture behind the insulin pump's display possibly due to a leaking reservoir. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.